Manufacturer narrative:
Date of submission 22-dec-2017 the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit. The pump powered on to a hard ¿cs007¿ eeprom read failure, further testing was unable to be performed due to the cs007 hard alarm. The reported ¿cs alarm issue¿ complaint was duplicated. The pump¿s cover was removed, and no intermittent conditions were found to the printed circuit board. Unity test code down loader tool application v 1.0.0 was used to upload the test code v 1.0.7 to the master/slave/peripheral processors and the upload was successful. The eeprom failure was concluded to be the cause of the failure.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6) .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 007. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.